Event description:
According to the reporter, pre-operatively, first handle did not activate and would not turn on. The second handle works and able to turn on thru a reset. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic device-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of a memory fence error was detected. This condition has a potential for patient harm. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. Visual inspection noted a memory verification failure and the device had a watchdog reset; however, a root cause could not be identified for what caused the reset to happen. This condition would cause the handle to be unable to enter firing mode pre-operatively or intra-operatively. It was reported that the power pack was not adequately charged. The reported issue was confirmed. The most likely root cause was traced to device design. The event has foreseen risk and is included in a data monitoring plan. The evaluation detected an unreported condition: after disassembling the device noted cracks on the organic light-emitting diode (oled) screen. When the device was powered on, the screen stayed black and a non-critical electrical component was found to be damaged. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device is dropped. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. If information is provided in the future, a supplemental report will be issued.